Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The fse replaced the o2 gas module and the expiratory pressure transducer printed circuit (pc) board. The ventilator passed pre-use checks after the replacement and was returned into service. The replaced parts have been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that during service by a third party service provider, the ventilator peep (positive end expiratory pressure) setting was set to 5 cmh2o but gave 2 cmh2o, and when peep was set to 10 cmh2o it gave 7 cmh2o. Breaths were set to 14 but gave 30. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The fse replaced the o2 gas module and the expiratory pressure transducer printed circuit (pc) board. The ventilator passed pre-use check after the replacement and was returned to service. The replaced parts has not been received, despite of several reminders. The reported event was confirmed in received event device logs, as alarms for low peep and high respiratory rate. The test log shows that the pre-use check prior to and after the event passed. There is no indication of a broken oxygen gas module or expiratory pressure transducer pcb in the received event device logs. If there is a leakage in the patient circuit the ventilator will trigger a new breath which leads to higher respiratory rate than set, the peep level may also be affected with the consequence that peep level will be lower than set. The conclusion is that there was no malfunction of the ventilator at the time of event. Most probably there was a leakage in the breathing circuit, but why has not been determined, due to lack of good. We could date the reported problem to (B)(6), therefore, the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).